Event description:
Patient was turned on right side for decubitus care. Bed was locked. Side rails were down for patient access. Bed started rolling out to left as patient's legs came forward over the side of the bed. Bed continued to roll backward. Patient was lowered to floor gently. Help was called. Several people including physicians assisted in placing patient on his back, on a blanket and lifting him into the bed.